Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker isolated the issue to the user interface pcb assembly. A quote was provided to the customer for repair. However, the quote was not accepted and the device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.